Event description:
Related MFR report: 1627487-2020-022732. It was reported the patient's drg system was exhibiting high impedance. Reportedly, the issue begin after the patient underwent a physical therapy session where the therapist placed something right on top of the patient's back where the leads are placed. The patient felt pain and stated the system stimulation strength cannot be increased. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-02272. Additional information received identified the patient's lead at the t12 placement was replaced without complications and the reported issue resolved.